Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was able t catch this, changed her set, and gave her a correction bolus. The customer cause of high blood glucose was due to leaking insulin. Customer declined to speak with 24 hour helpline.